Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customers mother reported via phone call that the insulin pump was not alerting when there was low battery and low insulin. The customer's blood glucose was unknown. The insulin pump had locked up and become none responsive. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The pump passed the displacement, self and off no power tests, and all operating currents tested within the specification range. However, a corroded battery cap contact was noted. No unexpected low battery alarm or audio/vibrate anomalies were noted.